Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 300 mg/dl. The customer requested assistance turning on the carbohydrate feature to be able to deliver boluses based off grams of carbohydrates instead of units of insulin. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer delivered a bolus to address elevated bg levels.